Event description:
Venous reservoir to cube oxygenator started foaming & pressurizing requiring change of reservoir while pump had pt at 25 degree celcius during 1.5 minute downtime for change out. No noticeable effect to pt notified.